Event description:
It was reported during a lap appendectomy and using the psee45a in the procedure fired a blue reload successfully across the appendix, but sounded labored. The surgeon attempted a second firing with a gray reload across the mesentery, got a brief sound from the motor and then it quit. At that point the device was locked on the tissue and would not open. The reverse button did not work. The top was popped and the blade was retracted using the ratchet paddle. A like device was opened to complete the case. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Date sent 11/11/2024. D4 batch #249d30. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with an ecr45m reload loaded on the device. The reload was received partially fired 1/4. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device opened and closed without any difficulties noted. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 249d30, and no non-conformances were identified. Additional information was requested, and the following was obtained: please provide more details for "the device was locked on the tissue "? Once clamped for the second firing the device would not fire and would not open. Did the device lock-out (no staples deployed and no cut line started)? Yes. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Yes, there was a partial fire, but it did not appear to deploy staples - it was very brief similar to a reload lockout. Or, did the device fully fire and stop during the automatic knife return? No. Was there any difficulty opening the device jaws? Yes. If yes, what steps were taken to open the jaws. The top was opened in order to use the ratchet mechanism to return the blade and open the jaws if the jaws could not be opened, how was the device removed. Popping the top and using the paddle to return the blade